Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that after re-implantation on the right side, the device shifted and was pressing against the rib, causing pain. A re-operation was scheduled. In addition the handset was not functioning properly and cannot connect to the communicator. Troubleshooting was performed. The battery light was lit in orange. Bluetooth light was on. After the communicator was recharged, another call was received. Although an attempt was made to connect to the handset, connection was not established on the first try. A reset of the communicator was performed, and successful connection was confirmed. It was stated that, during the previous visit, multiple attempts were needed to connect, but after returning home, connection could not be established. The vendor also mentioned poor responsiveness. Yesterday, connection was again difficult to achieve, and upon contacting the vendor, it was advised to consult the call center, which led to this contact. The area representative was requested to respond.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.